Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. In addition, small air bubbles were observed along the infusion set tubing. Reportedly, the customer changed the cartridge to address the events. Customer's blood glucose was 188 mg/dl.